Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels and diabetic ketoacidosis. The blood glucose reading was over 800 mg/dl. The customer's sister stated that he was vomiting, had diarrhea, and experienced a heart attack while waiting to be admitted into the emergency room. She stated that he was unable to get his blood glucose reading under 300 mg/dl and that paramedics were called for assistance. The customer treated high blood glucose with the insulin pump. She noted that he was wearing the insulin pump at the time of hospitalization and that the device was taken off while he was in the hospital. Tiny champagne sized bubbles were observed near the end of the infusion set tubing. The customer had discontinued use since being in the hospital for about 7 months, and the device was without a battery. Several alarms were in the data history. Unable to complete troubleshoot due to lack of tubing clamp; advised that one would be sent. Nothing further reported.